Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine. The hp was connected when the event occurred, during dwell three of four. The technical service representative (tsr) explained the alarm. The hp would complete therapy with manual supplies. There was no report of injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.